Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that on monday, (B)(6) 2022, endovascular therapy (evt) was completed around 1:00 pm and the involved angio-seal device (8 fr) was used for hemostasis; however, the bleeding did not stop, and manual compression was applied for 30 minutes to achieve hemostasis. Although hemostasis was achieved, bleeding was noted around 3:00 pm. The area that was further proximal to the puncture site swelled considerably (around the center of the iliac, abdomen). A surgical procedure was performed, and the anchor and collagen were removed around 5:00 pm. According to the doctor of the cardiovascular surgery department, the anchor was outside the artery when removed. The patient had undergone percutaneous coronary intervention (pci) and evt many times and had severe vascular adhesions. The artery that was punctured was located deeply under the skin. The patient was prone to bleeding due to administration of three drugs, heparin, and the artery was fragile. This was a case where bleeding occurred again after manual compression was applied to achieve hemostasis. The procedure before deploying the device was pci. It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel's diameter were unknown. The patient's condition was unknown. The blood loss volume was unknown. The bleeding occurred out of the procedure room. No equipment or other devices were used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The likely cause of the event could be improper positioning of the angioseal device and other patient comorbidities. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).